Event description:
It doesn't turn on. It has been reported that the system did not turn on. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and determined that there was a malfunction with power frame. Fse guided to turn on by the button (on) of the review module and instructed to check power frame. After that system was returned to good working condition.the codes were updated based on the investigation outcome.